Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Analysis of device data was requested. Technical services discussed that this was likely a false positive explant indicator related to a software update and that all other device functions remain available. Technical services (ts) noted that a software update is available which restores rf telemetry in units were rf telemetry disablement occurred due to a false positive detection. This pacemaker remains in service. No adverse patient effects were reported.